Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. The occlusion alarm investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 170mg/dl. Insulin deliveries were resumed after the occlusion alarm. Additionally, it was reported a malfunction alarm occurred. The customer's bg level was 150mg/dl. Reportedly, the customer contacted their healthcare provider to obtain alternative therapy for insulin therapy.